Event description:
The customer initially reported that the ventilator was reading low volumes while on a patient and that the patient was removed from the ventilator and was placed on another ventilator when the problem occurred, no patient harm. The director of rt at the user facility later clarified that there was no patient involvement.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate an alleged failed part if it is returned to the manufacturer.